Event description:
It was reported that the pt fell down subsequently stopped feeling stimulation. An x-ray was taken due to invalid readings and showed that two percutaneous leads were fractured. As a result, the leads were explanted and replaced. The pt regained adequate stimulation post-op.

Manufacturer narrative:
Eval: results: both leads were received complete. The first lead was returned without an anchor. The lead revealed a cam mark and a fracture with all wires broken. The distance from the cam mark to the fracture was measured to about 34mm. No functional testing was performed due to broken wires in the lead segment. The second lead was visually examined under the microscope and bent/broken wires were observed in the lead segment. The lead was functionally tested and failed. Testing revealed that channels 1 and 5 were open due to the broken wires in the lead segment. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.